Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device change out procedure when pressure was put on the pocket, the right ventricular lead exhibited oversensing of noise. The noise could be recreated with pocket manipulation. The physician re-opened the pocket and an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was fine post procedure.